Event description:
Medtronic received information that immediately after the implant of this bioprosthetic valve, a valve leaflet issue was identified. The valve was explanted and no adverse patient effects were reported. The product has been returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination of the device showed that all leaflets were flexible, the right and non-coronary cusps were intact. The free margin and lunula of the left cusp appeared to have been stitched together with a blue monofilament suture. This may suggest that there was an attempt to repair the leaflet during implant. Conclusion: the apparent repair that was performed could implicate the issue with the leaflet. However, based on the reported information and analysis results of the returned device, the type and root cause of the leaflet issue could not be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results: the product has been returned and is pending analysis. This event will be updated upon completion of analysis. (B)(6). (B)(4).